Manufacturer narrative:
An event of device embolization and traveled to pulmonary artery trunk one month after implantation was reported. It was also reported that an open-heart surgery was performed to remove the device and to surgically close the defect after an unsuccessful attempt to retrieve the device through transcatheter snare. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was successfully implanted using a 09f amplatzer trevisio intravascular delivery system to close an atrial septal defect. The defect was measured to be 16mm using a sizing balloon. During follow up on (B)(6) 2023, it was noted on transthoracic echocardiogram (tte) that the device had embolized and was located in the pulmonary artery trunk (at the bifurcation of pulmonary branch). An attempt to retrieve the device was performed with transcatheter snare but was not able to retrieve. An open-heart surgery was performed on (B)(6) 2023 to remove the device and to surgically close the defect. The patient was reported to be doing fine.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder device was successfully implanted, using a 09f amplatzer trevisio intravascular delivery system. The defect was measured to be 16mm. During follow-up on (B)(6) 2023, it was noted on transthoracic echocardiogram (tte) the device had embolized. An open-heart surgery was performed on (B)(6) 2023 to remove the device. The patient was reported to be doing fine.